Event description:
It was reported that the patient had episodes of ventricular tachycardia and therapy was withheld for wavelet. A wavelet template was gathered in the clinic and there were some premature ventricular complexes (pvc) noted. The pvc match was 73-80%. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).